Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net with low heart rate due to the right ventricular lead failing to capture. High impedance measurements were also recorded. Patient was seen on (B)(6) 2020 for an in-person interrogation and reprogramming. Patient condition post-programming was stable.